Manufacturer narrative:
Device history record summary: the release step combined with the absence of any deviation shows that that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported that approximately 2 years after injection in the "cheek bones" with one syringe of juvéderm voluma® xc, the patient experienced "firmness" at the left cheek bone. Twenty-six months after injection the patient was treated with hyaluronidase and 5-fu. Approximately 3.5 months later the area "softened." The patient was again treated with hyaluronidase and 5-fu. Three weeks later the area had "flared up and hardened." The patient was treated with doxycycline, hyaluronidase, and 5-fu. Approximately a week later the area on the left had improved but the right had developed "hardness" in the submalar area. The patient was given "hyaluronidase and 5fu" as treatment. The patient was taking the following concomitantly: vasten, voltaren, arimidex, trazodone, hydrochlorothiazide, prozac, fosamax, simvastatin, vitamin d, b12, coq10, resperidone, omega 3 and baby aspirin. The patient was concomitantly injected with perlane in the "jawline, pre-jowl focus and chin."

Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event(s) as follows: "warnings ¿ as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed."

Event description:
Further follow up with the injector revealed the following: the firmness was located in the "left submalar." Symptoms have not resolved. The intervention was given "to treat infection."

Manufacturer narrative:
Concomitant therapies: hydrochlorothiazide, prozac, fosamax, simvastatin, vitamin d, b12, coq10, risperidone, omega 3, baby aspirin further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of firmness is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event(s) as follows: "warnings: treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks. Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Treatment site responses reported by [less than or equal to] 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness. Device- and injection related adverse events occurring in [less than or equal to] 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). Post-market surveillance: juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® with lidocaine has been marketed outside the us since 2009. As of december 31, 2012, the following aes were received from post-market surveillance for juvéderm voluma® with and without lidocaine with a frequency [greater than or equal to] 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery."

Event description:
Healthcare professional reported that approximately 2 years after injection in the "cheek bones" with one syringe of juvéderm voluma® xc, the patient experienced "firmness" at the left cheek bone. 26 months after injection the patient was treated with hyaluronidase and 5-fu. Approximately 3.5 months later the area "softened." The patient was again treated with hyaluronidase and 5-fu. 3 weeks later the area had "flared up and hardened." The patient was treated with doxycycline, hyaluronidase, and 5-fu. Approximately a week later the area on the left had improved but the right had developed "hardness" in the submalar area. The patient was given "hyaluronidase and 5fu" as treatment. The patient was taking the following concomitantly: vasten, voltaren, arimidex, trazodone, hydrochlorothiazide, prozac, fosamax, simvastatin, vitamin d, b12, coq10, risperidone, omega 3 and baby aspirin. The patient was concomitantly injected with perlane in the "jawline, pre-jowl focus and chin."